Manufacturer narrative:
Evaluation summary: visual inspection under 30x magnification indicated the j stiffener wire has fractures approx. 5mm proximal of the weld site. The proximal section of the j stiffener wire measures approx. 83mm and has migrated down the lead body approx. 12mm proximal of the weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to approx. 88mm. Sem analysis pending on fractured j stiffener wire.

Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Device analysis provided. Explant method: intravascular, superior. Technique/tools: direct traction, direct traction with locking stylet, intravascular counter traction, sheath(s). No complications.